Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using day aligners the patient reported, "I just finished my bottom aligners on saturday. I am responding with updates pictures. I'm extremely satisfied with my bottom teeth! I'm still concerned with the left front tooth. It shifted a lot throughout my byte journey but doesn't fit right in the last couple of aligners and is still slightly crooked and behind the other front tooth. It makes it appear like my left front tooth is shorter than the other front too." Cust provided update photo of the rest for intrusion on #9 surfaced for lead support.